Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump became unusable when the touchscreen display showed a ¿broken crystal¿ appearance with no readable numbers after the pump was removed for swimming and left in the sun, with no drop reported; the device component involved was the touchscreen and the device problem was consistent with a fracture of the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen consistent with a fractured display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling or environmental exposure.